Manufacturer narrative:
(B)(4). The device was returned. Investigation is not yet complete. A follow up will be provided with all additional relevant information.na

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 4. The patient had no evidence of atrial fibrillation or mitral valve abnormalities. Adhesion of fibropapillary elastoma was observed in the aortic valve. The surgery was determined to be unnecessary at the time of consultation; therefore, the mitraclip procedure was performed. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. However, the physician removed the cds before removing the gripper line. The gripper line was left over the hemostasis valve. Therefore, the physician blocked the hemostasis valve with a finger and slowly pulled out the gripper line while performing aspiration to prevent air from entering the patient anatomy. The complete gripper line was withdrawn without any issue. One clip was implanted, reducing mr to <1. The procedure was completed successfully without any abnormality such as air accumulation in the body. The patient was discharged on (B)(6) 2020. On (B)(6) 2020, the patient was re-hospitalized and a head magnetic resonance imaging (MRI) was performed which showed a high intensity signal in superior motor area, leading to a diagnosis of cerebral infarction. Conservative treatment with heparin and edaravone anticoagulants was performed to treat cerebral infarction. On (B)(6) 2020, the patient had difficulty speaking and the aphasia level was on a recovery trend. No additional information was provided.

Manufacturer narrative:
This event was further reviewed by an abbott vascular medical affairs director and the reviewer stated that on 03/04/2020, the patient was re-hospitalized and a brain MRI was performed which showed a high intensity signal in superior motor area, leading to a diagnosis of cerebral infarction. Conservative treatment with heparin and edaravone was instituted to treat cerebral infarction. On 03/05/2020, the patient had difficulty speaking and the aphasia level was on a recovery trend. Additional information was received which reported that in the physician¿s opinion, cerebral infarction was caused by moving pre-existing fibroelastoma that attached to the aortic valve after the procedure. Therefore, the physicians thinks that cerebral infarction was unrelated to the clip. H6. Conclusion code 67 removed.

Event description:
Additional information was received which reported that in the physicians opinion the cerebral infarction was caused due to moving pre-existing fibroelastoma that attached to aortic valve after the procedure. Therefore the physician thinks the implanted clip and cerebral infarction are not related. No additional information was provided.

Manufacturer narrative:
The device was returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the mitraclip instructions for use (IFU), instructs to remove the gripper line (clip deployment) before removing the clip delivery system (cds). In this complaint the user removed the device prior to removing the gripper line which resulted in the additional therapy/non-surgical treatment and removal of foreign body. The investigation determined the reported improper or incorrect procedure or method was due to the user error of removing the device prior to removing the gripper line. A conclusive cause for the cerebrovascular accident cannot be determined. The reported patient effect of cerebrovascular accident, as listed in the mitraclip system IFU, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.